Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the batteries and found that the old batteries were 15 months beyond the date they should have been replaced. However, the new batteries did not solve the problem. The technician then replaced the charger board, but the problem was still not resolved. Finally, the technician changed out the ccm board, which finally corrected the problem with the charging circuit. The defective control board was not returned to the manufacturer. (B)(4).

Event description:
On (B)(6) 2011, the maquet service technician was installing a previously used hl20 lpc 20-120 2-pumps console (article number: 70102.8582, serial number: (B)(4)) at (B)(6). During the installation the service technician discovered two problems. The unit would not run on battery power and when plugged into the charger the indicator light only stayed lit for about 5 seconds. The right hand pump showed an "a/d converter" error message. The technician had to cycle the power for the message to go away, however the issue reoccurred three times over a period of a few days. This report is for the first issue reported for the batteries. MDR # 8010762-2014-00542 was submitted for the second issue. (B)(4).